Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, a sales representative reported via (B)(4) that an ar-1588btb-ib tightrope® ii btb was deemed defective after trying to shuttle the white tail of the btb tightrope through the locking mechanism. This occurred during a revision acl reconstruction on (B)(6) 2025. The white tail suture would not pass through the tightrope locking configuration to close the loop of the btb tightrope. They ultimately cut the tightrope off and loaded a new one on.